Event description:
It was reported that during an implant procedure, the analyzer could not measure the thresholds. The patient experienced asystole. Another programmer/analyzer was used in order to finish the procedure. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found that the analyzer had missed seven pulses, but this could not be duplicated by investigation. The device passed all incoming functional tests.